Event description:
A laparoscopic procedure for lysis of adhesions was being done using a bipolar electrosurgical system. At the same time, a standby unipolar es system was prepared, switched on and a connected forceps was lying on the top of the draped pt. It was reported by the surgeon that the bipolar instrument being used inside the pt's abdomen somehow activated the unipolar unit on top of the pt in the facial area. The unipolar forceps tip scorched the drape and caused severe burns to the pt's lips. The pt required suturing and skin grafting to treat the burns. Both electrosurgical systems were inspected and evaluated by the user facility. No malfunctions or operating problems were found.